Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was responsible for non-sustained right ventricular oversensing (nsrvo) alerts delivered for post-paced t-wave oversensing (pptwos). Programming changes were performed. The patient was in stable condition before, during, and after interrogation.